Event description:
It was reported when using the facscalibur¿ there was erroneous results. The following information was provided by the initial reporter: patient samples were analysed. Incorrect results are not used (patient results are monitored routinely). No harm to patients.¿

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to facscalibur cytometer 4 color basic ivd, part # 342975 and serial # (B)(6). Problem statement: customer reported complaint on their instrument failing facscomp and samples and the resulting erroneous data. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 11nov2019 to date 11nov2020. Complaint trend: the only complaints related to the issue of failing facscomp and samples is this one. Date range from 11nov2019 to date 11nov2020. Manufacturing device history record (DHR) review: DHR part #342975 serial # (B)(6), file #342975-e97500147-900063843-06, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the failing facscomp and sample tests is incorrect facscomp settings. Potential causes for this misalignment are listed in the risks section. They include a loss of sheath pressure and mechanical stress affecting the optical alignment. The fse (field service engineer) confirmed the issue and measured the sheath and sample pressures before realigning the red laser. After the adjustments the instrument was tested and was performing as expected. No parts were requested for evaluation since there were no parts replaced. Although the unexpected results were from patient samples which means it has the potential for a misdiagnosis, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was reported to bd as not expected. These results were also very noticeable and obvious so the safety risk is limited, s2, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4) install date: (B)(6) 2006 defective part number: n/a work order notes: subject / reported: fails facscomp and samples problem description: fails facscomp and samples work performed: measured sheath and sample pressures, optimized red laser. Cause: not known and/or wrong facscomp settings. Solution: instrument is okay. Returned sample evaluation: a return sample was not requested because there were no parts that needed to be replaced. Risk analysis: risk management file part # (B)(4), rev. A, bd facscalibur fmea and file (B)(4)ra, rev. 04/vers. D, bd facscalibur product family risk analysis were reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating in the first file is ¿5¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 whereby the unexpected result is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. Considering the second associated risk is only a possible root cause of the issue, the overall risk rating is s2. Hazard(s) identified? Yes, no. Item: sheath reservoir 05-10084-00 function: sheath volume control potential failure mode: laser delay errors potential effect(s) of failure: erroneous data potential cause(s)/mechanism(s) of failure: lose of sheath pressure ¿ sensor leak current controls: facscomp and sample controls. Sample pressure switch co #40892 severity: 5 occurrence: 3 detection: 5 rpn: 75 ID: (B)(4) hazard: mechanical stress affecting optical alignment cause: mechanical interference plastic top cover did not account for fan cooling ducting geometry, causing flexing the optical deck reference service bulletin (fcb 07-01) harmful effects: this affected the laser alignment and performance when cover is closed as instructed. May not pass facscomp on 4 color instruments risk control: 1. Initiated rework to internal units already built 2. Initiated rework at supplier 3. Tool was modified to eliminate the mechanical stress for fan. Implementation verification co implemented to correct tool for required notch bulletin issued to fse base effectiveness verification co #1147e502426 fcb 07-01 probability: 1 severity: 3 risk index: 3 residual risk evaluation: a new hazards: none mitigation(s) sufficient yes no root cause: based on the investigation results the root cause of the erroneous results was due to incorrect facscomp settings. Conclusion: based on the investigation results, the root cause of the instrument failing the facscomp and samples is incorrect facscomp settings. The fse confirmed the issue and measured the sheath and sample pressures and adjusted the red laser. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is limited, s2, and there was no impact to patient health or safety.

Manufacturer narrative:
Medical device expiration date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the facscalibur¿ there was erroneous results. The following information was provided by the initial reporter: patient samples were analysed. Incorrect results are not used (patient results are monitored routinely). No harm to patients¿.